Manufacturer narrative:
A4 - patient's weight has been added to this report.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg site. In turn, surgical intervention was undertaken wherein the entire system was explanted. The patient was prescribed antibiotics. No additional information is available.